Event description:
Consumer reported complaint for high and erratic blood glucose test results and error message (e-2). Husband is calling on behalf of the customer. Customer was also concerned with high results from her other meter: internal report reference (B)(4). The customer is concerned with test results from results obtained of 168, 224, 235 and 150 mg/dl. The customer¿s expected blood glucose test result ranges are 85-130 mg/dl am fasting and 180 mg/dl pm non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2025 and open vial date is 3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 168 mg/dl date: (B)(6) time: 07:53 am fasting. Result 2: 133 mg/dl date: (B)(6) time: 09:57 pm non-fasting. Result 3: 224 mg/dl date: (B)(6) time: 07:53 pm non-fasting. Result 4: 235 mg/dl date: (B)(6) time: 04:05 pm non-fasting. Result 5: 150 mg/dl date: (B)(6) time: 04:04 pm non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.